Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, a root cause could not be determined. H3 other text.

Event description:
It was reported that defective product was found during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter. "There are many failures in these new boxes, needles do not work. Is it normal?"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective product was found during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "there are many failures in these new boxes, needles do not work. Is it normal?"